Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(4): 04/2014. Electrode belt (B)(4): (B)(6) 2009.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015. Per the distributor the patient was treated while at work. A coworker drove the patient to the hospital and on the way the patient received two additional treatments. At the hospital the patient was taken to the e.r. Where the staff removed the lifevest. While in the ER the patient had another episode of sustained vt. The patient coded while in the ER and the ER staff was not able to revive the patient. Investigation into the event revealed that the patient was treated by the lifevest four times on the date of passing. The initial life-threatening arrhythmia was vt at 210 bpm which was detected at 15:37:34. The response buttons were pressed intermittently between 15:37:45 and 15:38:16. The first treatment was delivered at 15:39:06. The patient was in vt at 230 bpm that self-converted to a sinus rhythm two seconds prior to the treatment delivery. The post shock rhythm was a sinus rhythm at 70 bpm. At 15:55:08 the patient received a second treatment. The patient's rhythm was vt at 220 bpm that self-converted to a sinus rhythm two seconds prior to the treatment delivery. Between 16:06:06 and 16:15:05 two arrhythmias were detected for nsvt between 210 and 240 bpm; however, the response buttons were used and no treatment was delivered. At 16:26:15 the lifevest delivered the third treatment. The patient was in vt at 225 bpm at the time of the treatment. The post shock rhythm was svt at 130bpm. The final treatment was delivered at 16:32:30 during vt at 210 bpm. The post shock rhythm was svt at 130 bpm. A non-treatable rhythm was recorded at 16:32:45 and the device was shutdown at 16:35:05.